Manufacturer narrative:
A product investigation is in progress.

Event description:
Threads from the cord and lint and cotton from the tampon core stuck inside - vagina [foreign body in reproductive tract] soreness- inner vagina, opening of vagina [vulvovaginal pain] uncomfortable - vagina [vulvovaginal discomfort] tampon and cord falling apart [device breakage] case description: consumer contacted via phone and stated that the tampon and cord were falling apart; she had threads from the cord and lint and cotton from the tampon core in her underwear and stuck inside of her. No serious injury was reported.

Event description:
Threads from the cord and lint and cotton from the tampon core stuck inside - vagina .[foreign body in reproductive tract]. Soreness- inner vagina, opening of vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon and cord falling apart [device breakage]. Case description: consumer contacted via phone and stated that the tampon and cord were falling apart; she had threads from the cord and lint and cotton from the tampon core in her underwear and stuck inside of her. No serious injury was reported.

Manufacturer narrative:
30-jul-2020 product investigation results: no failure could be identified as a result of the investigation.